Event description:
The customer observed falsely elevated potassium results generated on the architect c4000 processing module for multiple samples. Additionally, the customer noted potassium quality controls were out of range high and calibration failed initially but did pass prior to the discrepant results being generated. The following data was provided (customer provided normal range: 3.5 to 5.1 mmol/l): patient 1: initial result = 8.6 mmol/l (reported out of the laboratory), repeat on the alinity = 4.4 mmol/l patient 2: initial result = 8.2 mmol/l, repeat on the alinity = 3.4 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by replacing the worn ict preamp (rohs) board. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the ict preamp (rohs) board did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the ict preamp (rohs) board was identified. Section g1 has been updated to current contact information.

Event description:
The customer observed falsely elevated potassium results generated on the architect c4000 processing module for multiple samples. Additionally, the customer noted potassium quality controls were out of range high and calibration failed initially but did pass prior to the discrepant results being generated. The following data was provided (customer provided normal range: 3.5 to 5.1 mmol/l): patient 1: initial result = 8.6 mmol/l (reported out of the laboratory), repeat on the alinity = 4.4 mmol/l. Patient 2: initial result = 8.2 mmol/l, repeat on the alinity = 3.4 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.